Event description:
New information indicated that post-paced t-wave oversensing was observed in a later visit. Device was reprogrammed.

Event description:
It was reported an asymptomatic patient presented in clinic for follow up when post-paced t-wave oversensing was observed. The oversensing was noted on a realtime egm. The device was reprogrammed and the oversensing issue was resolved.